Event description:
The customer had an issue with a damaged bar code label on a parent tube that caused the aliquot to be mislabeled and tested as another patient. A scratch on the barcode caused a number 4 to be read as a number 7. The customer was able to reproduce the incorrect reading of the barcode. The field service representative found the gripper fingers had damaged the label and he replaced the gripper fingers. Operational and mechanical checks passed and adjustments were ok. The customer stated "chemistry and tsh" were tested on the sample. The customer refused to provide specific data. The incorrect results were reported outside the laboratory and a corrected report was sent. The customer did not believe the patient was adversely affected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.